Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of hemorrhage is listed in the perclose prostyle instructions for use, as a known patient effects of use with suture mediated closure device procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional procedure with an 8f sheath. Reportedly, the prostyle device was deployed without issues. However, after deployment, hemostasis was unable to be achieved. Therefore, the patient was transferred to surgery. A cut down was performed, and hemostasis was achieved via manual suturing. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.